Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device was received for analysis. It was observed that the working length was kinked along the body and spring tip detached. The spring tip could not be measured as it was not returned for analysis. The returned device was sent for external analysis to (B)(4) lab in which failure occurred due to a torsion overload with a slight bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on product analysis approved on (B)(4) 2014. It was reported that the wire became stuck on the burr catheter. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal and distal right coronary artery. A 330cm rotawire and wireclip torquer and rotalink plus were selected to treat the target lesion. During procedure, taxus was deployed on the target lesion and in-stent restenosis occurred. Ablation was performed at 200,000 rotational speed three times. When the burr and rotawire were removed outside the body it was noted that the wire was unable to removed from the burr. The procedure was completed with a new 1.50 mm burr catheter and rotawire support. There were no patient complication reported and the patients' condition is good. However, product analysis revealed that the spring tip detached.